Event description:
On (B)(6) 2009, the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, embolization of the right internal iliac artery was performed; however, no additional information was provided regarding the reason for the embolization procedure. On (B)(6) 2013, an additional procedure was performed where by an aortic extender component was implanted to treat a proximal type I endoleak. It as also reported there was dilatation of the distal left common iliac artery. The physician elected to implant a contralateral leg component with the distal end landing in the external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images were sent to gore for analysis. The result of the investigation will be provided. (B)(4).